Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445mg/dl. Customer reported the infusion set cannula to appear bent. The customer stated that the bent cannula occurred on the first day of use. The customer also had blood glucose value of 375 mg/dl. The customer declined to troubleshoot for high readings. The product was not returned for analysis.